Event description:
It was reported that there was a right ventricular (rv) lead alert for high impedance. Physician is considering increasing the out of range tolerance and monitoring the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419688 lead implanted: 2013-(B)(6); 5076-52 lead implanted: 2013-(B)(6). (B)(4).